Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen appeared to lock while the user scrolled within the algorithm steps menu, which the user initially interpreted as an unresponsive screen, and the user also noted transient elevated blood glucose around 300 mg/dl after eating watermelon that was trending down. Symptoms included hyperglycemia. Outcomes included no interruption to therapy and no need for medical intervention. Investigation included review of device logs, software team assessment, and replication on a demo unit. Investigation of this case revealed expected device behavior in which continuous contact on the touchscreen for approximately five seconds triggers an automatic lock as a safety feature to prevent inadvertent inputs, and logs showed no device anomalies. It was concluded that the device functioned as designed and that user education resolved the concern.